Event description:
It was reported that the hardware was loose due to infection, indicating that the screws were loose. The left tmj device was removed.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Manufacturer narrative:
Additional information: h6. The reported event of the infection could be confirmed based on a provided pathology report. However, the reported loose screws cannot be confirmed as no picture/scan was provided. The implant was explanted due to chronic infection and loose hardware, with the infection likely causing the hardware loosening. Pathology confirmed chronic inflammation but no microbiology tests were done. Infection is a known risk noted on the device label. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.